Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 02/2023).

Event description:
It was reported that during an angioplasty procedure in the right femoral vein, the balloon allegedly had circumferential rupture at 14 atm. The procedure was completed using same device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the right femoral vein, the pta balloon allegedly had circumferential rupture at 14 atm. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation. During visual evaluation, a partial circumferential rupture was noted to the balloon. Under microscopic observation, frayed fibers and unraveling were noted at the partial circumferential rupture. No kinks noted to the catheter shaft and no anomalies to the luers/y-body. Functional testing could not be performed due to the condition of the returned device. One photo was provided and reviewed. The photo shows an atlas gold pta balloon. A partial circumferential rupture is noted on the balloon. Therefore, the investigation is confirmed for the reported circumferential balloon rupture. Therefore, the investigation is confirmed for the reported partial circumferential balloon rupture as a partial circumferential rupture was noted to the balloon during visual evaluation. Therefore, the investigation is confirmed for the identified frayed fibers as frayed fibers were noted at the partial circumferential rupture under microscopic observation. Therefore, the investigation is confirmed for the identified unraveling fibers as unraveling fibers were noted at the partial circumferential rupture under microscopic observation. A definitive root cause for the reported partial circumferential balloon rupture, identified frayed fibers and unraveling fibers could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.